Event description:
It was reported that they were replacing the (B)(4) ins due to normal battery depletion and the (B)(4) lead needed to be revised. The patient fell in the past and it was not providing coverage after that time. The patient stopped using the device a while ago after no coverage from fall. Five days later, the patient was doing great and had good coverage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that his first system from 2012 failed and was completely replaced with a new system. The revision occurred and the patient recovered completely.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).